Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that the tip broke off a dynamic hip screw impactor during an intertrochanteric hip fracture procedure. The instrument was replaced. The surgery was delayed an additional 14-30 minutes. The procedure was successfully completed with no patient injury. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. (B)(4).

Manufacturer narrative:
A review of the device history review indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. All features which were measured passed the specifications. The hardness of this radel material cannot be checked, since the material is plastic not metal. The material composition itself cannot be checked with the niton analyzer but it has the appearance of other known radel parts and is grey in color. Subject device was received by manufacturer for evaluation on (B)(4) 2013. There are scratches and rub marks on the surface of the radel tip and metal shaft. A portion of the tip was broken off and was not returned with this complaint. The remaining end of the tip is damaged with displaced radel material, burrs, gouges and scratches. Device was used for treatment, not diagnosis.